Manufacturer narrative:
There is no known patient involvement. The serial number provided (B)(4) is not valid. The correct serial number has been requested. This information will be provided in a supplemental report if and when made available. The heater-cooler device 16-02-80 is not distributed in the USA. However, it is similar to the heater-cooler device 16-02-85, which is distributed in the USA (510(k) number: k052601). The serial number provided is invalid, so the device manufacture date could not be determined. The correct serial number has been requested. This information will be provided in a supplemental report if and when made available. Sorin implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t tested positive for mycobacterium chimaera during maintenance. There is no known patient involvement.

Manufacturer narrative:
(B)(4). Device manufacture date (mm/dd/yyyy): 08/24/2012. The manufacturer narrative in the initial report, submitted february 8, 2017, stated that the event occurred in (B)(6), which was incorrect. This event occured in (B)(6).

Manufacturer narrative:
Through follow-up communication with the customer, livanova (B)(4) learned that the facility has followed the cleaning and disinfection procedure as described in the instruction for use (IFU). The heater-cooler 3t was received at livanova (B)(4) on march 6, 2017 to undergo the deep disinfection process. The procedure was successfully completed on (B)(6) 2017. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Corrective actions are in progress for this issue.